Event description:
A female patient was injected with radiesse into glabella. The patient initially had a bilateral periorbital edema; she was very itchy at the injection site after she got home post-treatment, and she scratched the area open until it was bloody. The patient was in urgent care and later went to the emergency room. Urgent care doctor told her the area was infected; emergency room doctor did not confirm infection. No culture was done; patient was given keflex prophylactically and prednisone. It was unknown if the patient was actually taking her meds. The injector reported a possible (B)(6) outbreak. On (B)(6) 2012, (B)(6), pa at merz provided consult. (B)(6) injected 0.2 cc of radiesse into patient's glabella on (B)(6) 2012. She noted blanching upon injection, immediately massaged and applied a warm compress. Once home, the patient reported itching and proceeded to scratch until it bled that evening. The following day she went to urgent care where she was prescribed keflex or an infection and was told if she didn't get it under control it could spread to her brain. She panicked and went to the emergency room the following day, was given oral prednisone and proceeded to go out of town. (B)(6) said she has not started her medications but sent a photo today that shows multiple white papules to her mid-forehead. (B)(6) is concerned about a (B)(6) outbreak. Cultures have not been obtained. She understands that this represents a vascular occlusion with possible secondary infection. Use of an anti-viral may be beneficial. Continued use of warm compress and gentle wound cares would be appropriate. She is not a smoker. (B)(6) mentioned the patient reports feeling 80% better today and has no pain. Close monitoring was recommended and consideration for hyperbaric oxygen if she should worsen. On (B)(6) 2012, dr. (B)(4) spoke with (B)(6) regarding patient's left supratrochlear artery intravascular injection. The patient appears to be improving with conservative management. Signs and symptoms of vascular occlusion were reviewed, including the steps to take if vascular event was suspected. The patient has a history of (B)(6), a culture was recommended so that an antibiotic therapy can be appropriately selected. Aquaphor was advised three times a day and frequent showers. Patient's recovery status was requested and has not been received to date.

Manufacturer narrative:
The device history records for radiesse lot 1031795 were reviewed. All required testing specifications were met prior to release, there were no abnormalities noted.